Manufacturer narrative:
Corrected data: d4 ¿ UDI. A1, d5: operator of device, and d10 were updated. One device was returned for analysis. Visual inspection showed scratches to the lens and a lifted dso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not recognize the cassette when it was attached. Device also has a damaged lens, needs a new rear label, and requires software upgrade to v.1.6. The event occurred during testing.